Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of "alarms downstream occlusion" was reproduced and confirmed through evaluation. This issue was caused by a failed downstream sensor. The downstream sensor was replaced.

Event description:
It was reported that a spectrum pump "alarms downstream occlusion." It was also reported there was no patient injury.